Event description:
It was reported that the patient presented remotely via merlin.net. Review of the atrial fibrillation (af) transmission alerts noted that the implantable cardiac monitor (icm) exhibited intermittent r-waves undersensing. Programming changes on the maximum sensitivity was adjusted. No patient consequences were reported.